Event description:
(B)(6) study. It was reported that arrhythmia, stroke, hypotension and complete heart block occurred. The subject was on a prior regimen aspirin and antiplatelet medication other than aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given. The subject received a loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A sentinel cerebral protection system was placed. A lotus introducer was inserted and then the native aortic valve was treated balloon valvuloplasty. A 27 mm lotus edge valve was advanced. When the deployment of the 27 mm lotus edge valve began; the deployment was not coaxial. The subject was suddenly hypotensive and CPR was initiated. The valve was withdrawn, subject resuscitated and intubated. Once the subject was stabilized the transaortic valve implant (tavi) procedure was continued. Then the aortic valve was treated with and subsequent deployment of the 27 mm lotus edge valve. Successful positioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. It was also noted that the subject had asystole for 5-10 min with return of spontaneous circulation during procedure. On the same day of the index procedure, the subject developed cardiac arrhythmia. Electrocardiogram (ECG) revealed first degree arteriovenous (av) block and left bundle branch block (lbbb). A non-bsc permanent pacemaker was successfully implanted on the same day. Medication was given to the subject to treat the hypotension. At the time of reporting, the hypotension was considered to have not resolved. One (1) day post index procedure, the subject was off sedation since 8 am. Stroke alert was called at 5pm as he was not moving the left side to noxious stimuli. Computed tomography angiography was recommended and it revealed acute to subacute infarct involving the left temporo-occipital lobe infarct with localized mass effect and effacement of the temporal horn of the left lateral ventricle. No findings to suggest the hemorrhagic transformation, small hypodensity within the right frontal corona radiata which is unchanged from prior related to an age indeterminate infarct. At the time of reporting, the subacute infarct was considered recovering/ resolving.

Manufacturer narrative:
B5: describe event or problem: updated with additional information. B6: relevant test / laboratory data: updated with additional information.

Event description:
Reprise IV study. It was reported that arrhythmia, stroke, hypotension and complete heart block occurred. The subject was on a prior regimen aspirin and antiplatelet medication other than aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given. The subject received a loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A sentinel cerebral protection system was placed. A lotus introducer was inserted and then the native aortic valve was treated balloon valvuloplasty. A 27 mm lotus edge valve was advanced. When the deployment of the 27 mm lotus edge valve began; the deployment was not coaxial. The subject was suddenly hypotensive and CPR was initiated. The valve was withdrawn, subject resuscitated and intubated. Once the subject was stabilized the transaortic valve implant (tavi) procedure was continued. Then the aortic valve was treated with and subsequent deployment of the 27 mm lotus edge valve. Successful positioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. It was also noted that the subject had asystole for 5-10 min with return of spontaneous circulation during procedure. On the same day of the index procedure, the subject developed cardiac arrhythmia. Electrocardiogram (ECG) revealed first degree arteriovenous (av) block and left bundle branch block (lbbb). A non-bsc permanent pacemaker was successfully implanted on the same day. Medication was given to the subject to treat the hypotension. At the time of reporting, the hypotension was considered to have not resolved. One (1) day post index procedure, the subject was off sedation since 8 am. Stroke alert was called at 5pm as he was not moving the left side to noxious stimuli. Computed tomography angiography was recommended and it revealed acute to subacute infarct involving the left temporo-occipital lobe infarct with localized mass effect and effacement of the temporal horn of the left lateral ventricle. No findings to suggest the hemorrhagic transformation, small hypodensity within the right frontal corona radiata which is unchanged from prior related to an age indeterminate infarct. At the time of reporting, the subacute infarct was considered recovering/ resolving. It was further reported that one (1) day post implant procedure, chest x-ray revealed pulmonary effusions. The event was treated medically and resolved. It was further reported that the native aortic valve was pre-dilated due to inadequate placing and two (2) episodes of valve pop out. During the implant procedure, ECG revealed non-specific t wave abnormality. The lotus edge valve was positioned after multiple attempts. There was excellent positioning and function. Trace paravalvular regurgitation and a mean gradient of less than 10 mmhg were noted. The subject was noted to be grossly neurologically intact post-procedure. The subject endorsed exertional chest pain and shortness of breath which the subject reported had not worsened from the previous month. One (1) day post index procedure, computed tomography (CT) perfusion revealed findings related to a core infarct involving evolving left temporal occipital lobe without area of tissue at risk. CT angiogram showed significant calcific atherosclerotic changes involving bilateral carotid bifurcations with approximately 60% stenosis involving the proximal right internal carotid artery and 55% stenosis involving the proximal left internal carotid artery. Bilateral vertebral arteries were patent without aneurysm/pseudoaneurysm, dissection, thrombosis or flow limiting stenosis. Partially imaged bilateral effusions were noted. Two (2) days post indx procedure, upon neurological consultation the subject was observed to have stroke, which did not appear to be manifesting itself clinically on exam. Stroke, with an element of hypoxic encephalopathy was also noted. Three (3) days post index procedure, neurological exam revealed that the attention span and concentration, orientation, language and remote memory were nearly nil. The nurse stated that the subject could only squeeze left hand, but it was weaker. The subject was noted to have movement on the right side than on the left. Chest x-ray showed bilateral pleural effusion, interstitial pulmonary edema, which the site confirmed was attributed to bilateral pulmonary edema. Eight (8) days post index procedure, neurological exam revealed infarcts involving bilateral cerebellar hemisphere, depressed but symmetrical reflexes, dulled sensation on the left side and left sided muscle weakness. Twenty four (24) days post index procedure, the complete heart block and stroke were considered to be resolving and the subject was discharged on aspirin.

Event description:
Reprise IV study it was reported that arrhythmia, stroke, hypotension and complete heart block occurred. The subject was on a prior regimen aspirin and antiplatelet medication other than aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given. The subject received a loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A sentinel cerebral protection system was placed. A lotus introducer was inserted and then the native aortic valve was treated balloon valvuloplasty. A 27 mm lotus edge valve was advanced. When the deployment of the 27 mm lotus edge valve began; the deployment was not coaxial. The subject was suddenly hypotensive and CPR was initiated. The valve was withdrawn, subject resuscitated and intubated. Once the subject was stabilized the transaortic valve implant (tavi) procedure was continued. Then the aortic valve was treated with and subsequent deployment of the 27 mm lotus edge valve. Successful positioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. It was also noted that the subject had asystole for 5-10 min with return of spontaneous circulation during procedure. On the same day of the index procedure, the subject developed cardiac arrhythmia. Electrocardiogram (ECG) revealed first degree arteriovenous (av) block and left bundle branch block (lbbb). A non-bsc permanent pacemaker was successfully implanted on the same day. Medication was given to the subject to treat the hypotension. At the time of reporting, the hypotension was considered to have not resolved. One (1) day post index procedure, the subject was off sedation since 8 am. Stroke alert was called at 5pm as he was not moving the left side to noxious stimuli. Computed tomography angiography was recommended and it revealed acute to subacute infarct involving the left temporo-occipital lobe infarct with localized mass effect and effacement of the temporal horn of the left lateral ventricle. No findings to suggest the hemorrhagic transformation, small hypodensity within the right frontal corona radiata which is unchanged from prior related to an age indeterminate infarct. At the time of reporting, the subacute infarct was considered recovering/ resolving. It was further reported that one (1) day post implant procedure, chest x-ray revealed pulmonary effusions. The event was treated medically and resolved.

Manufacturer narrative:
B5- describe event or problem: updated with additional information received.